Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting a battery failure on the bipap ventilator. The device was not in clinical use. There was no report of harm or other patient impact as a result of the reported issue.

Manufacturer narrative:
Per a philips healthcare service bulletin, the end of support date for the bipap focus ventilator was december 31, 2019. Accessories, supplies, upgrades, and repair support parts associated with the bipap focus ventilator were made available through the end of support date. The bulletin with an issue date of july 21, 2014, informed the customer of the discontinuance of the bipap focus ventilator and that support would end after five years due to it being an aging product whose technology and design has been superseded. There was no work performed by philips service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Corrected h6: device problem code.